Manufacturer narrative:
Insulin pump received with no button response at up arrow and down arrow button due to unlocked connector on lcd board. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the up arrow was not working properly. The customer¿s blood glucose level was 156 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.